Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The first sample collected from the patient resulted in a troponin t value of less than 5 ng/l. A second sample was then collected from the patient 1 hour later and resulted in a troponin t value of 28.9 ng/l when tested on the e 801 analyzer. This sample was tested on an unknown point of care instrument, resulting in a troponin t value of less than 0.1 (no units of measure were provided). A third sample was then collected from the patient and resulted in a troponin t value of less than 5 ng/l. A frozen aliquot of the second sample was thawed and repeated on a second roche analyzer on (B)(6) 2023, resulting in a troponin t value of less than 5 ng/l.

Manufacturer narrative:
Section d4, expiration date was updated. Calibration and qc were acceptable. The instrument performance test data was acceptable. Based on the information provided, a general reagent issue can be excluded. Calibration and qc data do not suggest a general instrument or reagent issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e 801 analyzer was (B)(6). The investigation is ongoing.